Event description:
Sometime in late july of 1997 an aus device was implanted. On 08/29/97 the entire device was removed from the patient due to recurring incontinence. Ams has requested additional information.